Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after two hours of use, the jaw of the device began to loosen and then stop working, in terms of the jaw did not open or closed, was "disarmed". The nslg2c25 was replaced by a new one, and it failed again within 5 minutes of use, presenting the same condition (the mandible disarmed). After the second failure, the surgeon chose to use an advanced bipolar of the competition. No patient consequence.